Manufacturer narrative:
The product was not available for analysis. Mfg records for lot involved were reviewed and results inndicat that product met quality requirements for product acceptance. The exact cause of the failures reported by the customer could not be conclusively determined. A CAPA was opened to address dislodgement issues on cypher products. A report was received that a cypher stent associated with dislodgement. The event involved a 69-year-old female with a history of CABG. The reason for the pt's admission too hosp was not reported; but an angiogram revealed a lesion in the pt's circumflex artery. This pt's gender and cad puts her at increased risk for mace. The lesion was described as type c, tortuous and calcified. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the introduction of a 2.50 x 13mm cypher sds. The product was inspected prior to use and no anomalies were noted. The procedural physician experienced difficulty reaching the lesion and pulled the sds/stent out through the guiding catheter. According to the IFU, the cypher sds with its' un-deployed stent should be removed with the guider as a single unit in order to prevent stent dislodgement. During this maneuver, the stent dislodged from its' balloon into thep t. A ptca balloon was then used to capture the stent and deploy it in the target lesion.

Event description:
The physician experienced difficulty reaching the lesion and therefore pulled the stent delivery system back through the guiding catherer to use another stent delivery system, but as this was done, the stent dosloged into the pt's body. A 1.5mm voager balloon was used to deploy the stent in the circumflex lesion and a 2.5mm voager balloon was used to post dilate. The physician was satisfied with results.